Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not release the band inside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device for analysis. The ligator head, bands and extension (irrigation) tube were not returned for evaluation. Visual examination found residue on the returned device, indicating use or handling. It was noted that the suture was broken and the proximal portion was attached to the tripwire loop; the distal portion was not returned. The tripwire was found bent and not secured in the handle assembly slot. There was evidence present on the handle slot that the trip wire had been secured prior to receipt for evaluation. Functional evaluation of the handle was performed by turning the handle knob at 180 degrees; no issue was noted with the handle assembly. Based on the evaluation of the returned device, it is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect, ultimately impacting the deployment activity of the bands. The suture was most likely broken when the system was removed from the scope. However, the returned device could not be evaluated with respect to bands failed/ unable to deploy during the placement attempt as the ligator head and bands were no returned. Given the event description and condition of the returned device, there is not enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not release the band inside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.